Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated architect stat troponin-I result generated by the architect i1000sr processing module for an 82-year-old male patient. The sample was repeated on the same instrument and on another instrument, yielding normal results. The following data was provided: customer¿s reference range: 0.000-0.030 ng/ml sid (B)(6). (B)(6) 2025 initial result = 2.079 ng/ml repeat result (same instrument) = <0.030 ng/ml repeat result (different instrument) = 0.031 ng/ml no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and identified that the assy, pre-trigger/trigger manifold with valves was worn. The fsr resolved the issue by replacing this assembly. A review of instrument service history for (B)(6) revealed that no additional discrepant result issues have been reported since the service activity was completed. A review of complaint and trending data for the architect i1000sr processing module did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the assy, pre-trigger/trigger manifold with valves did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the architect i1000sr processing module, serial number (B)(6), or the assy, pre-trigger/trigger manifold with valves.

Event description:
The customer reported a falsely elevated architect stat troponin-I result generated by the architect i1000sr processing module for an 82-year-old male patient. The sample was repeated on the same instrument and on another instrument, yielding normal results. The following data was provided: customer¿s reference range: 0.000-0.030 ng/ml sid (B)(6): (B)(6) 2025 initial result = 2.079 ng/ml. Repeat result (same instrument) = <0.030 ng/ml. Repeat result (different instrument) = 0.031 ng/ml. No impact to patient management was reported.